Manufacturer narrative:
This claim is being closed as no product returned. Zoll medical corporation was unable to contact the customer. Zoll does not have any information regarding the identity of this customer. This claim will be re-opened if we receive the device or obtain any information on the identity of the customer.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not recognize the attach electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.